Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug with an unknown dose and concentration via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pain pump was beeping and not working. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.